Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and the tubing was reconnected to the airway pressure transducer to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.